Event description:
A customer reported experiencing poor fluid/air exchange during surgery. The procedure was completed using the same equipment. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 83.56 when additional reportable information becomes available. (B)(4).